Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a defective processor pca. Upon conclusion of the evaluation, it was determined that this was a malfunction of the processor pca, which was replaced, and the device was returned to full functionality. The device returned to the customer site and no further evaluation is warranted at this time.

Event description:
It was reported to philips that the device had a faulty processor pca. There was no patient involvement.

Manufacturer narrative:
The customer requested that an authorized field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a defective processor pca. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the processor pca. The customer ordered a replacement processor pca to return the device to working condition. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device had a faulty processor pca. There was no patient involvement.